Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had alarmed for gas loss, which resulted in blood back from patient. Additional information received stated that the balloon tore as it was being removed, and the patient was moved to extracorporeal membrane oxygenation (ECMO).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found blood in the safety disk and patient interface module, also collected the log files, and noted a gas loss alarm. To fix the issue the fse replaced the pim and safety disk with customer supplied parts. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.